Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that having an issue with their  interstim. My older model is not on the website. Patients also stated that their health care professional cannot see them before a scheduled surgery.  No further complications were reported/anticipated at this time.